Manufacturer narrative:
Upon eval, we found this to be a valleylab (competitor's) product. Julie ross, senior reg affairs specialist at valleylab has been made aware of this situation today.

Event description:
It was reported that the needle electrode's insulation split near the end of the procedure. The pt was burned. The surgeon excised and sutured the burned area.